Event description:
A nurse reported that there was a blood leak during a hemodialysis treatment (hd) treatment. An alarm sounded on the 2008t machine and blood was seen in the red dialysate line coming from the dialyzer. In a follow up, the nurse explained that the blood leak occurred immediately at the start of the hd treatment. The nurse explained that the leak was visually observed in the hansen lines. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A definitive conclusion regarding the complaint incident cannot be reached with the information provided. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformance's, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A nurse reported that there was a blood leak during a hemodialysis treatment (hd) treatment. An alarm sounded on the 2008t machine and blood was seen in the red dialysate line coming from the dialyzer. In a follow up, the nurse explained that the blood leak occurred immediately at the start of the hd treatment. The nurse explained that the leak was visually observed in the hansen lines. The blood leak was described as being an internal blood leak. The machine being used was a fresenius 2008t machine and it did alarm with a blood leak alarm. Blood leak test strips were not used. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was 50 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is not available to return to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.